Event description:
An elderly female patient was undergoing a cystoscopy with transurethral resection of bladder tumor (turbt). The nurse set up the bovie electro-cautery device and plugged the ¿bugbee¿ cord into the bovie machine without incident. The surgeon was using the foot-pedal to run the cautery. The nurse saw that the bovie cord sparked with a visible flame present at the portion where the plastic-coated cord connects to the part that plugs into the bovie machine. The ¿bugbee¿ cord instantly broke off from the bovie machine because the brown plastic covered cord burned off near the connector portion of the cord. She noted that the brown plastic had melted slightly with a small burn line along the edges of both pieces of the severed cord. She could see the red and black electric wires inside the cord and the white insulator material next to the wires was slightly singed. The surgeon was immediately notified, and the machine and cord were removed from the room. The surgeon and anesthesiologist both examined the patient and confirmed that there was no patient harm and no one in the room was injured. Another bovie machine was retrieved but there were no other bovie ¿bugbee¿ cords available. The surgeon switched to the storz system and proceeded to then resect the bladder tumor without further delay. The patient tolerated the procedure without difficulty and was not harmed. During the post-event investigation interview with the surgical nurse and the surgical tech in the room at the time of the incident, the nurse who set up the bovie equipment stated that she recalls that 3-4 weeks ago she used this same electrocautery machine and when she plugged the "bugbee" (bovie) cord in, she felt a shock in her hand but thought it was caused by the way she plugged it in. She continued to use the machine that day with no issues. The manager explained to staff that if they ever have this happen, not to use the machine and place a work order. Since the device and cord segments were turned over to the bio-med department at our facility, the manager spoke to bio-med to further inform them of the incident from a few weeks prior with the nurse feeling a shock when she had plugged the cord into that same machine. The brown plastic covered ¿bugbee¿ cord is not disposable and didn¿t have any identifying numbers on it. I do not have access to the cord segments or the device, so it will not be returned to the company.